Manufacturer narrative:
The device was returned to the service center for evaluation. There was a problem in the pin of the connector and no scope was detected. Connector sockets are loose and connectors pins are broken. Images are not displayed. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation. The lm reported that the most probable cause for the reported event is as follows: it was presumed that occurred due to the failure of the connector socket of the device. We speculate that the loosening of the connector socket is caused by the user pulling out the scope with strong force. It is speculated that the pin was broken due to the scope (camera head) used. When connecting the scope (camera head) to cv-190, if the connector end on the scope (camera head) side is worn or damaged, it is caught by the terminal inside the connector socket of cv-190, and the terminal is deformed by pushing it back by inserting the scope (camera head) from that state. The following description is included in cv-190 instruction manual. The legal manufacture confirmed the IFU that this event may have been prevented. Do not apply excessive force to the videoscope cable or the camera head by bending, stretching, or crushing it. Also, do not pull a bundle of camera cables, as this may cause internal wire disconnection. 6.3 connection of an endoscope. Confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. Confirm that the connector of the camera head are not damaged.

Event description:
The service center was informed that the video system scope detection would not work. There was no patient involvement was reported.